Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed the high energy endo therapy accessories such as a laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the tip cover had a burn. There were no reports of patient involvement.